Event description:
Boston scientific received information that during a routine follow-up, a single high out of range, pacing impedance measurement was noted. The physician attempted to induce another high value with patient manipulation, however no abnormal values were displayed. Additionally, a x-ray imaging failed to show any system anomalies. All other system measurements were normal and stable. Although root cause was not determined, the patient was released for normal follow-up. Should new information be provided, this event will be reopened and further investigated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.